Manufacturer narrative:
The manufacturer did not receive devices, or other source documents for review. Three x-rays were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
The device was returned for evaluation and investigation results were made available. Details are presented on separate sheet: based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider poor proximal osseointegration as root cause. Review of x-rays: three ap x-rays were received. All three x-rays show cortical bone deformations in the subtrochanteric region. In addition, a femoral varus curvature and a rather narrow medullary canal can be observed. The x-ray taken before surgeries exhibits a femoral head necrosis and femoral neck deformation, probably the result of a neck fracture. Structural changes of the bone can be observed in the proximal femur region. On the x-ray taken after surgery in 2013, it seems that a cortical bone fit does not exist over the entire length of the lateral side of the stem. The stem tip is not centered in the medullary canal. It seems that the medullary canal was reamed deeper than the length of the stem. Compared to the previous x-ray, on the x-ray taken before revision 2015 the stem is slightly tilted and / or subsided, fractured and there is a gap between the cortical bone and the lateral side of the stem until the fracture location. It seems that the distal stem tip partially props on the lateral cortical bone. The fracture occurred one third above the stem tip. The weight and height of the patient can be seen on the x-rays. According to the bmi scale, the patient has to be classified as overweight. Visual examination: the wagner cone prosthesis shows a fracture just below the recessed rib, approximately 35 mm from the distal tip. The fracture surface shows a fatigue fracture. The fracture origin is located at the proximal end of the laser marking (zimmer logo) on the anterior side of the stem. The proximal fracture surface is intact while the distal fracture surface is damaged. The head is still mounted on the stem taper. The stem shows damage from the revision surgery in the form of scratches on the neck and shoulder. Macroscopically, there are no bone attachments on the proximal fracture part. On the posterior lateral side of the distal fracture part, damage made with an instrument during removal from the bone can be observed. Bone attachments are observable on the distal fracture part. After 2 years in vivo the wagner cone prosthesis was revised due to a fracture. The fracture occurred due to fatigue. The x-rays at hand show rather demanding bone conditions. Based only on the ap x-ray without a lateral view, it seems that the tip of the stem does not fit tightly in the medullary canal. At one point in time changes to the bone occurred that probably resulted in slight tilting and / or subsidence as well as loosening of the stem in the proximal region. This is reflected by the fact that there are no signs of bone ongrowth on the proximal fracture part of the stem. On the distal fracture part signs of bone attachments could be observed. Based on the observations above, it can be assumed that the stem was able to move in the proximal region whereas it was well fixed in the distal region leading to an overload situation and finally resulting in a fatigue fracture in the area just above where the bone support ended. Based on the given information and the results of the investigation, we could identify a root cause for this issue. We consider poor proximal osseointegration as root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Event description:
It was reported that the patient was implanted a wagner cone prosthesis 125 13 on (B)(6) 2013. The patient was revised on (B)(6) 2015 due to breakage of the stem.